Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that farawave was selected for use. It has been mentioned that immediately after the catheter was placed in the left atrium using a dedicated introducer, the metal guidewire was presented difficulty exiting the catheter and ultimately became impossible. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product return status is unknown.